Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the patient experienced pericardial effusion and cardiac tamponade. A pericardiocentesis was performed in addition to a reversal of the anticoagulation to resolve the issue. The perforation and resulting consequences were confirmed using intracardiac echocardiography (ice). The physician suspected there was an effusion post fixation when the patient exhibited hemodynamic changes. The alp implant was abandoned and the patient was implanted with a transvenous pacemaker system the following day. The patient was stable throughout the procedure.

Event description:
It was reported that the patient experienced a perforation during an initial implant of an atrial leadless pacemaker (alp) on (B)(6) 2026. The alp was not installed. The patient was stable following the procedure. Further information was requested but not provided.

Event description:
Additional information received indicated the physician repositioned the alp due to poor current of injury and capture thresholds.

Manufacturer narrative:
The reported ¿unspecified current of injury issue¿ and ¿inadequate capture¿ could not be confirmed. Visual analysis noted that the outer helix length was out of specification; compressed helix is consistent with having occurred during procedure. Further analysis performed, including output verification, found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found that battery voltage above the elective replacement indicator (eri) with appropriate remaining longevity.